Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-17622. It was reported patient was experiencing ineffective therapy of coverage and also some contacts were indicated to be high. Migration was also confirmed. As a result, patient underwent surgical intervention wherein the extensions were explanted and replaced with new ones. Reportedly effective therapy was restored.